Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 28 april (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr), flail and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, imaging was suboptimal due to the patient¿s complex anatomy, which prevented confirmation of adequate leaflet grasping. However, the clip was deployed. Post-deployment, the clip had partial detachment from the anterior leaflet. During advancement of the second clip into the left atrium, physical contact occurred between the second clip and the first clip. This interaction resulted in complete detachment of the first clip from both leaflets. The detached clip was visualized within a pulmonary vein and was subsequently retrieved using a snare technique. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay reported.